Event description:
Reportedly, a patient didn't show up for follow-up of apollo study m3 on (B)(6) 2022, research of study-site showed that patient died on (B)(6) 2022 at home. As reported the patient was found by wife motionless and reactionless, no pulse rate was detected, daughter started resuscitation, emergency team arrived, patient got shocked three times by external defibrillator, CPR was continued by emergency team, 3 times adrenalin and 2 times amiodaron was given, ventricular fibrillation continuously, another 7 shocks delivered by external defibrillator, CPR stopped after 30 minutes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient didn't show up for follow-up of apollo study m3 on (B)(6) 2022, research of study-site showed that patient died on (B)(6) 2022 at home. As reported the patient was found by wife motionless and reactionless, no pulse rate was detected, daughter started resuscitation, emergency team arrived, patient got shocked three times by external defibrillator, CPR was continued by emergency team, 3 times adrenalin and 2 times amiodarone was given, ventricular fibrillation continuously, another 7 shocks delivered by external defibrillator, CPR stopped after 30 minutes,